Event description:
It was reported that the device had battery depletion and that it occurred too soon. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion. Preliminary analysis revealed the device was at elective replacement indicator (eri). Further testing revealed anomalous output conditions. A no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump indicated data recording was terminated due to eri on (B)(6) 2011 which is before the explant date of (B)(6) 2011.